Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses, including the manager, were unable to perform an override under the patient¿s name to obtain the medication. Staff stated that the medication could only be accessed by completing an inventory count, which could only be performed by a manager. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medications were grayed out in pyxis. A technical support specialist reported by customer that the problem was related to loading the correct medication and ensuring it matched and the user confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.